Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with five (5) prostyle devices. The sheath was upsized to a 14f sheath and the evar procedure was completed. Cut down surgery was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.